Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm reactivity of the c and d antigens. Satisfactory results were observed. Proficiency samples were not available for further investigation.